Event description:
It was reported that the lead experienced oversensing noise. The lead currently remains in use, however a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that 1326 of 1329 lifetime ventricular short interval counts (sic) are recorded beginning 2014 (B)(6). The lead integrity alert (lia) was triggered on 2014 (B)(6) due to meeting the requirements for non-sustained tachycardia (nst) and short interval counts (sic). There are 15 nst and five lead failure predictor events recorded between 2014 (B)(6) and 2014 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).